Event description:
It was reported that the patient had a solyx sis system implanted during a procedure and has since experienced complications, including urinary incontinence, mesh exposure, erosion of the implanted mesh into the urethra, frequent infections, emotional distress, dysuria, vaginal prolapse, urethral pain, and pelvic pain. As a result, the patient underwent partial pelvic mesh excision surgery on (B)(6) 2024. The patient has suffered significant pain, unnecessary expenses, embarrassment, disfigurement, and harm due to the implanted device. Additionally, the patient claims that she may have to undergo additional surgery and may suffer future damages, including significant pain, severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, and increased medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of(B)(6) 2023, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the reported lot number (1691927) could not be matched in our system. Therefore, the manufacture and expiration dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion and extrusion. E2330 - captures the reportable event of pelvic, urethral and physical pain. E1906 - captures the reportable event of frequent infections. E1301 - captures the reportable event of dysuria. E2308 - captures the reportable event of disfigurement. E0206 - captures the reportable event of emotional distress, embarrassment, and mental pain. E2401 - captures the reportable event of sever and debilitating injuries. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device. F1903 - captures the reportable event of partial mesh excision.